Event description:
It was reported that the pump and catheter were replaced. The patient lost eighty pounds and felt that the pump was too large in her body. The healthcare provider (hcp) was concerned about potential skin breakdown, so the pump was replaced with a 20ml pump. It was also reported that the catheter was unable to be aspirated. An occlusion at the catheter tip occurred. The patient noticed an increase in pain. The device system was used to deliver morphine in minimum rate mode. It was later reported that, following the pump and catheter replacement, the patient recovered without sequela.

Event description:
Additional information was received and it was reported that a dye study was attempted on (B)(6) 2014, but they were unable to aspirate the catheter. The patient was doing much better following the pump and catheter replacement. The pump was also delivering bupivacaine at the time of the event.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed explant damage to the anchor.

Manufacturer narrative:
(B)(4)